Event description:
The patient underwent a transoral incisionless fundoplication (tif) procedure. No bougie was used at the beginning of the procedure, at the end of the procedure a mucosal laceration 3-4 cm in length and less than 5mm in width, was identified. It was closed using 5 resolution endoclips. The physician feels that most likely the laceration occurred during the introduction of the esophyx device and the patient had an unrecognized stricture. The patient returned to follow-up care at 2 weeks and is doing well without any sequelae from the laceration.

Manufacturer narrative:
Device evaluated by manufacturer?no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.